Event description:
It was reported that following a recent implant, it was noted that the pacing lead impedance had nearly doubled on the right ventricular (rv) lead. A decision was made to reposition the rv lead. A micro dislodgement was suspected, x-ray confirmed the helix wasn't extended or out on the rv lead. The rv lead was repositioned successfully (B)(6) 2022 with no issues. The patient was recovering.